Event description:
The customer reported to vyaire medical that the ltv 1200 ventilator unit powers on and shuts down and also fails the flow valve leak for I/e hold. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device and replaced the internal battery and flow valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
H11: after further review of this complaint, vyaire medical found that this complaint happened during ventilator testing. It was confirmed on (B)(6) 2022, by the reporter thru gfe/email. Therefore, this was deemed as a non reportable complaint to vyaire medical. Please disregard and void vyaire reference number:(B)(4), under medwatch report name:mwr-14032022-0000012527.